Manufacturer narrative:
Visual analysis of the returned injection gold probe¿ revealed that the device did not have any visible failure. An electrical evaluation was performed; the device passed the load test. The complaint was not confirmed; device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. The most probable root cause is "not confirmed." A review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00874 captures the first device. It was reported to boston scientific corporation that two injection gold probe devices were used in the stomach during a procedure. According to the complainant, during the procedure, the first probe would not cauterize. They used a second injection gold probe and the same thing happened. Reportedly, both probes were properly hooked to the cautery machine. The procedure was completed with a third injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00874 captures the first device. It was reported to boston scientific corporation that two injection gold probe devices were used in the stomach during a procedure. According to the complainant, during the procedure, the first probe would not cauterize. They used a second injection gold probe and the same thing happened. Reportedly, both probes were properly hooked to the cautery machine. The procedure was completed with a third injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.